Event description:
Information received regarding the explanted device notes no output, sensing or magnet response and failure to inter- rogate. The patient had high degree av block with a heart rate of 40 bpm. It is also noted that the patient is recovering from the event.